Manufacturer narrative:
Given the nature of the alleged incident, the device could not be returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that the provided x-rays do not aid in determining the root cause of the reported adverse event. The patient¿s medical history, comorbidities, bone quality, and confirmation of the patient¿s compliance with the physician¿s discharge plan and adherence to the weight bearing restrictions were not provided. The definitive clinical root cause of the reported event could not be determined. Since it was reported there were no complications during the procedure, the impact to the patient was the reported wound dehiscence, necrosis, surgical debridement and expected post-operative rehabilitation convalescence period. Consequently, it could not be concluded that this adverse event was a mal performance of the s&n devices. Therefore, no further clinical/medical assessment is warranted at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that extreme care in patient handling is needed and postoperative patient care and directions and warnings to patients by physicians are extremely important. Protected weight bearing with external support is recommended for a period of time to allow healing. Normal daily activity may be resumed at the physician¿s direction. Patients should be directed to seek medical opinion before entering potentially adverse environments that could affect the performance of the implant. This has been identified in warnings and precautions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include post-operative care, traumatic injury and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H10: internal complaint reference: case (B)(4).

Event description:
It was reported that, on (B)(6) 2022, a patient underwent surgical treatment for osteoarthritis of the right knee joint, the surgery was successfully completed, and a level ps np fem sz 5 rt was implanted. However, on (B)(6) 2023, two months after surgery, the surgical incision ruptured, causing a delayed healing. No other complications were reported.